Event description:
An unk size talent stent graft was implanted in a pt for the endovascular treatment of an aortic aneurysm approx 3 years ago. Aneurysm and vessel morphology at time of implant were not reported. It was reported that the pt expired and the cause of death is currently unk pending coroner's report. No add'l info was reported. Please note that the reported event occurred on a talent product outside of the united states. The talent abdominal and thoracic stent graft systems are also available commercially in the united states. It is unk whether the stent graft was an abdominal aortic aneurysm or a thoracic aortic aneurysm device. However, for the purposes of this MDR, (talent abdominal) was referenced because it is more commonly used than the talent thoracic device.

Manufacturer narrative:
Eval conclusion: lack of info (cause of death is unk, no films or operative reports were provided.